Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference manufacturer contacted customer on (B)(4) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer is stating hands are tingling, headache and blurry vision. Customer went to the emergency room at (B)(6) hospital on (B)(6) 2016. The diagnostics from medical facility were urine and blood test, and EKG. Customer received medical treatment at medical facility of IV to lower blood glucose and metformin - 500 mg twice a day. The blood glucose test result when left the hospital was 216 mg/dl on (B)(6) 2016. Manufacturer contacted customer on (B)(4) 2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated they are no longer using the replacement product since they no longer have diabetes and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with fasting test result received of 199 mg/dl on (B)(6) 2016 at 08:57am. The customer's expected fasting blood glucose test result range is 80 to 160mg/dl. The customer reports symptoms of feeling impatient, cold, sweaty, blurry vision, chronic pain and flu-like symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 21mg/dl and 210mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/29/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).